Event description:
On (B)(6) 2009 the pt reported that this weekend her insulin infusion headsets are not properly adhering to her skin. She said the infusion set adhesive was not sticky at all. She tried to insert 3 headsets and "all three of them had no sticky glue." All three of the headsets came from the same box. She said she rotates her sites, uses antiseptic wipes, and allows her site area to dry completely before inserting the headset. She is not using new lotions or soaps. No blood glucose concerns related to this issue were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.